Event description:
Failed charite disc implant prompted need for additional surgery in 2007. Dates of use: 2005 - 2007. Diagnosis or reason for use: ddd. Event abated after use stopped or dose reduced? No.